Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) defibrillation lead, noise, oversensing, and pacing inhibition were noted during pocket closure. The lead was removed from the device header and was checked, along with the connections, and the noise was still present. The lead was therefore replaced. No additional adverse patient effects were reported.